Manufacturer narrative:
The device was not returned to edwards as it remains implanted in the patient. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for the reported event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a second device, 26mm bioprosthetic valve, was implanted into a 27mm bioprosthetic valve in the tricuspid position via valve-in-valve procedure after an implant duration of approximately seven (7) years and four (4) months. The reason for the procedure was due to a carcinoma affecting the right side of the heart leading to stenosis. The procedure was successful and the patient was reported to be well.